Event description:
It was reported, the patient was not able to adjust stimulation and a ¿call your doctor¿ and out of regulation (oor) message was displayed on the patient programmer. The patient had a pulsating feeling down the left side. The patient was able to use the patient programmer to turn stimulation down. Due to abnormal impedances the patient was scheduled for an extension replacement on 2014 (B)(6). The patient¿s implantable neurostimulator (ins) was to be replaced at that time due to normal battery depletion. During a pre-surgery consult with the patient¿s healthcare professional (hcp), no system integrity issues, opens or shorts were noted. Follow up with a manufacturing representative indicated the patient¿s surgery was cancelled as the source of the abnormal impedances was determined to be due to a miss numbering of the electrodes. This was corrected using a clinician programmer. The patient was scheduled to see their hcp for programming if needed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 6 4002, lot# n242508, implanted: 2010 (B)(6); product type adapter product ID 748966, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3387-40, lot# j0545158v, implanted: 2005 (B)(6); product type lead. (B)(4).